Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2014-25483. The pt has two leads (for off-label use) from the same lot number. It was reported the pt stopped using and charging the scs system due to interrupted charging. An sjm rep met with the pt for troubleshooting. During the visit, the rep was unable to communicate with the ipg using the charger without loosing communication. Additionally, the pt's stimulation was turned on and the pt experienced pocket heating and ineffective coverage. In turn, the pt underwent surgical intervention and the ipg and leads were explanted and replaced (different model). Effective coverage was obtained postoperative.